Event description:
It was reported that 8 bd safetyglide¿ needles were blocked during use. The following information was provided by the initial reporter: product complaint ref # (B)(4). Bd safetyglide¿ needle 25 g x 1 in. 305916 : 3 lots affected: #regn2104, # regn2119, # 1377251. Needle are clogged blocked. When attached to prefilled, cannot move plunger, tested with trying to pull med from vial, cannot draw, so sounds like clogged/blocked needle. Asked customer to hold samples if possible. Customer would like replacement of other lots. No patient impact, multiple dates (not specific).

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d4: medical device lot #: regn2104. D4: medical device expiration date: 31-dec-2026. H4: device manufacture date: 17-jun-2022. D4: medical device lot #: regn2119. D4: medical device expiration date: 31-dec-2026. H4: device manufacture date: 06-jul-2022. D4: medical device lot #: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. H6: investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text see h10.